Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the keypad buttons were unresponsive and could not move passed the verify screen. No other information is available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and ok buttons were unresponsive. The down button was noted to cause auto scrolling. The contrast button responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the down arrow button was noted to be misaligned.